Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2013; 4296-88 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found deceased and the patient's family inquired to the clinician why the patient's implanted cardiac resynchronization therapy defibrillator (crt-d) did not shock the patient. It was noted the patient's had renal failure with an unknown cause of death. Additional information has been requested, however, is not available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from the patient's spouse indicating the patient's heart "got out of rhythm" and the patient passed away. They noted the patient's pacemaker/defibrillator never went off and the caller inquired why the device did not go off. The caller indicated when they spoke with the physician, a field representative was sent to check the device and it was working fine. The patient's spouse then indicated the patient was at the hospital for ten days and "they were supposed to put the patient's heart back in rhythm" and the caller wondering if "they shut the device off." It was noted the device was checked following the patient's death and the spouse stated "something was going on. The patient kept losing weight and their heart was racing." No further information pertaining to the patient's death is available at this time.